Event description:
On (B)(6) 2011, pt reported she has noticed concern with her up/down buttons for about a year, but intermittently. Pt stated, the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.